Event description:
It was reported that the shielding on the outside of the camera head is tearing. The issue was discovered during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image was not centered and was wobbly due to a faulty coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tearing of the outer shielding was due to the cable being damaged or cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.